Manufacturer narrative:
Possible catalog numbers: 21-2965-24 and 21-2966-24. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle safety of a deltec® gripper plus® power p.a.c. Safety huber needle came undone and went past the parameters of the device. The fault happened immediately upon use. No injury to patient or clinician was reported.